Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure 6 resolute onyx des were implanted on the cx. It was reported that the left circumflex artery became completely occluded during the index procedure and was treated with placement of a stent. Investigator assessed the event as not related to the index device or antiplatelet medication. Patient recovered. Safety reported plaque shift occurred during procedure.

Manufacturer narrative:
During the index procedure, the onyx devices were implanted in the 2nd ob marginal. If information is provided in the future, a supplemental report will be issued.